Event description:
Customer reported an issue with the dpm 7 monitor, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included reprogramming the unit.